Event description:
EU complainant reported the patient was on impella cp support and during support, there was high purge pressure. Tissue plasma activator was added to the purge. The issue resolved and support continued. The patient expired after 99.75 hours of impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation with only the short-term log for the first 10 hours, which reported no abnormalities. High purge pressure issue reported on 4th day of pump use. The returned product showed no physical abnormalities, no biomaterial was observed on the impeller or purge gap, and the pump was primed successfully with no issues reproduced on purge pressure. As per the given clinical detail, tpa administration successfully resolved the high purge pressure. The cause of the high purge pressure issue was most likely biomaterial, based on return product investigation and provided clinical details. D9 date device returned to manufacturer added. B1 should have been both adverse event and product problem on manufacturer device report 1220648-2025-25348. E4 should have been left blank on manufacturer device report 1220648-2025-25348. H6 code 4582 was reported incorrectly on manufacturer device report 1220648-2025-25348. New code was added to health effect - clinical code.